Event description:
3 needle sticks in the past month.not sure if they are different individuals.it was reported by the facility that after the nurse administered insulin to a patient the nurse experienced a needle stick. Per the facility report, after injecting the insulin with her right hand the nurse attempted to use her right index finger to push the safety slide up to activate the feature and she punctured her right index finger with the used syringe. The nurse washed the area with soap and water and went to the local hospital to have a hepatitis panel and hiv test performed per facility protocol. Per the facility report the nurse is feeling fine and there is no evidence of infection. The actual needle used was disposed of and was not returned to the manufacturer for valuation.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.